Event description:
It was reported that a patient sustained 2nd degree burns on the left thigh after an ipl treatment with the lumenis one laser.

Manufacturer narrative:
A lumenis field service investigation found that the subject device was within allowable operating and functional tolerances. No related device malfunction was observed. The probable root cause for this event is unknown as the device performed within specifications and no related device malfunction was reported.